Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic left colectomy. The generator alarmed error code 3. The device was inspected, cleaned, tested and again it alarmed. The active blade was broken off about 1cm, which was not mentioned during the procedure, but feels it was done in subsequential handling. Another device was used to complete the case. There was no consequence to the pt.